Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received the belt was unable to pass incoming functional testing. Upon investigation the electrode belt failed incoming inspection. The distribution node to rear te cable was pulled from its strain reliefs, damaging wires in the cables. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) for an unrelated issue. As recieved the electrode belt was unable to pass incoming functionality testing.